Event description:
It was reported the spo2 alarms/parameter were off, and they were unable to find the patient data/clinical audit trail information for room 665. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer. The customer was concerned there was missing data from patient room 665 from (B)(6) 2024 to (B)(6) 2024. A philips technical consultant (tc) arrived on site to look through the clinical audit log and found the patient was removed from the monitor at 18:18:30 on (B)(6) 2024. There was no equipment added back to that patient until (B)(6) 2024; therefore, there was no missing data to be found. The philips tc explained to the manager of the telemetry department by showing the clinical audit log. The manager understood and agreed to close the case. No further investigation or action is warranted at this time.